Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an alarm and the customer stated that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer was unable to provide any further details regarding the reported alarm. Troubleshooting was unable to be performed as the customer did not recall when the reported alarm had occurred.